Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of catheter break.

Event description:
It was reported that a jinro pigtail nephrostomy catheter set was used during a procedure. Reportedly, on (B)(6) post procedure, the pigtail came off. It was noted that the part near the shrink tube that was outside the body broke. The procedure was completed with another of the same device with no patient complications.

Event description:
It was reported that a jinro pigtail nephrostomy catheter set was used during a procedure. Reportedly, on (B)(6) post procedure, the pigtail came off. It was noted that the part near the shrink tube that was outside the body broke. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of catheter break. Block h11: investigation results: the product was not returned for analysis therefore technical analysis could not be performed; however, media analysis shows that the nephrostomy catheter set in which the catheter assembly is fully detached from the connector cap. With all the available information boston scientific concludes that the reported event was confirmed. There is no evidence from the manufacturing review to indicate that the device malfunctioned because of a process related defect. However, the reported issue cannot be established due to lack of evidence and without a proper evaluation of the device, it remains unknown the most probable causes that could have contributed to the event. Therefore, cause not established is selected as the most probable cause for the complaint since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.